Event description:
It was reported that the 9400 system had poor image quality with dark images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The contrast and brightness were adjusted during the svc call. The system was tested, and found to be working as intended, and put back into svc.